Manufacturer narrative:
No malfunction of the power wheelchair is suspected. End user was not exercising caution while operating the power wheelchair on a steep hill and without wearing the seat belt. Hoveround's owner's manual warns, "avoid ramps and slopes that are too steep, such as those that exceed 5 degrees," and, "always wear the seat belt."

Event description:
End user states while operating the power wheelchair on a hill he stopped too close to the drop-off and the unit went down the hill and he fell . End user was not wearing the seat belt.